Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was fractured. High pacing impedance, high pacing thresholds and loss of capture were also noted. In addition, the lead had abrasions after the suture sleeve and rubbing may have caused the fracture. Furthermore, an incision in the lead was made to retain access further down the middle of the lead. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the high impedance, high threshold, failure-to-capture and conductor fracture allegations were confirmed. Based on the field report and the finding of fractured conductor from the terminal pin. There is slight bent at this location where the fractured hv cable possibly at distal end of suture sleeve tie-down and may be due to cyclic fatigue. Laboratory analysis confirmed reported allegation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issue, high pacing thresholds and loss of capture. Additionally, the lead had abrasions after the suture sleeve. Moreover, rubbing and fracture were noted. Furthermore, an incision in the lead was made to retain access further down the middle of the lead. No adverse patient effects were reported.